Event description:
Pt was treated with double plating of 4.5 mm narrow lcp plate and bone grafting in 2009. In 2011, the plate broke and pt suffered a massive soft tissue reaction with black discoloration of soft tissue around the plate. A big hole was noted in the bone due to osteolysis around the screws. No reported infection. This is the fourth of 12 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is ongoing; no conclusion can be drawn. Review of the mfg records has been requested.